Event description:
The customer reported a frozen screen after being pushed into a pool. The insulin pump was also alarming, but the alarm could not be cleared due to the frozen screen. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.